Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joints on interface board. Unable to perform displacement test, operating currents measures and off no power test due to blank display. The insulin pump had moisture damage noted on lcd board, minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and missing end cap sticker.

Event description:
It was reported that the customer's insulin pump was exposed to moisture. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.